Manufacturer narrative:
(B)(4). The root cause was determined to be use error, break in aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and did not wear a mask and bacterial peritonitis with culture positive for staphylococcus aureus in a (B)(6) male patient coincident with dianeal pd2 ambuflex therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced bacterial peritonitis with culture positive for staphylococcus aureus and was hospitalized. On (B)(6) 2011, the patient was treated with vancomycin injection, 1gm once in 4 days and amikacin, 250mg, ip loading dose and 125mg once a day. The root cause of the peritonitis was break in aseptic technique and did not wear a mask. A week back, the patient was retrained on aseptic technique as he was not wearing a mask and was not following basic hygiene during exchange procedure. The patient recovered with sequelae from the event of bacterial peritonitis with culture positive for staphylococcus aureus. On an unreported date, the catheter was removed. On an unreported date, vancomycin and amikacin were discontinued. The outcome for the event of break in aseptic technique and did not wear a mask were unknown. It was unknown whether dianeal pd2 ambuflex was continued. The reporter believed the event of bacterial peritonitis with culture positive for staphylococcus aureus was unrelated to dianeal pd2 ambuflex therapy. An opinion of causality for the event of break in aseptic technique and did not wear a mask were not reported.